Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind and error alarm confirmed in alarm history due to motor encoder signal out of phase. We were unable to perform functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she wore the insulin pump during a MRI for 45 minutes and received a motor position encoder error alarm. Customer's blood glucose level was 207 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.